Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the customer complaint was not confirmed. Evaluation did find that water tightness was lost due to a pinhole on the instrument tube, the bending angle in the up direction and the play of the up/down knob did not meet standards due to wear of the angle wire, the bending section cover was cracked, the control unit, universal cord and scope connector had corrosion due to water leakage, the ultrasonic transducer had corrosion, the insulation resistance did not mee the standard due to damage on the cover of the ultrasonic cable, and switch #1 did not work due to corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending tube sheath of the evis lucera ultrasound gastrovideoscope had defects. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was residual fluid and foreign material coming out of the instrument tube. The report is being submitted due to foreign material in the scope found during evaluation.

Event description:
Information obtained identified the device was not cleaned, disinfected and sterilized prior to returning to olympus. There was a delay between the end of clinical use and precleaning, though, water was aspirated through the instrument / suction channel. Manual cleaning confirmed there were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution and the instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial medwatch to include information that was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device from the obtained information. It is likely due to the handling of the client. However, a specific root cause could not be identified the event can be prevented by following the instructions for use which state: "·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.